Event description:
The company was informed that the patient's device will be explanted. The company is in the process of gathering additional info. As soon as advanced bionics obtains new info, a supplemental report will be submitted.